Manufacturer narrative:
H3: product analysis concluded that there was physical damage to both fuse holders, cracked screw hole, no bottom housing. There was stim board and main board failure. G2: previously check marked health professional is no longer applicable. Correction in section e: initial reporter details were updated which were not submitted in previous report. H6: previously applied codes of fdm b21, fdr c21, and fdc d16 are no longer applicable. H6: code of fdc d20 is applicable to product ID: nim4cm01, serial/lot #: (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot#: (B)(6), UDI#: (B)(4). H3: product analysis of the device is not available as on date of this report. A supplemental report will be submitted once analysis is complete. H6: codes of fdm b17, fdr c20 and img g02030 are applicable for product ID: nim4cm01, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the nim system had pi fault detected error. Troubleshooting performed, the pi and console were both r e-powered, and the fuses were replaced on the pi but issue was not resolved. Procedure was extended by less than an hour. There was no patient impact.